Event description:
From staff: surgeon and pa [physician assistant] were inserting an implant with the arthrex flip-cutter drill when the tip of the drill broke off inside the patient. No apparent harm occurred. The broken tip of the instrument was removed from the patient's knee along with the rest of the drill which was fully intact. Surgery went on without further issue. The drill handle and broken tip were retained.